Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump was powered down and rebooted several times without any errors. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was intermittently working. The team controlled the roller pump from the controls on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.